Manufacturer narrative:
The customer reported a failure to discharge with this defibrillator. There was no death or serious injury. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge with this defibrillator. There was no death or serious injury.